Manufacturer narrative:
On (B)(6) 2012, hospital personnel repaired patient's cannulae by cutting off the small sections of the cannula where the cracks were located and then reinserting the quick connectors into the cannulae. There was no negative impact on the patient during the driver alarms or the cannulae repair. The tah-t and freedom driver continued to perform their life­ sustaining functions and provide adequate support to the patient. After the cannulae repairs, the patient was discharged to home. As of december 7 2012, 19 patients out of 1101 syncardia tah-t patients have reported cannula tears, for an occurrence rate of (B)(4). Syncardia requested that the tah-t and cannulae be returned to syncardia for evaluation after the patient has been transplanted. Syncardia initiated a corrective or preventive action (CAPA) to investigate the root cause of tah-t cannula tears. The investigation is in process. The results of the investigation will be provided in a supplemental MDR.

Event description:
The patient was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012, at the (B)(6) medical center in (B)(6). After 247 implant days, the patient, who was at home, reported that his freedom driver exhibited a fault alarm, and then he heard an air leak at a 1/4 inch crack just above the second zip tie above the wire coils on his left cannula. He was instructed to tape the crack and then come to the hospital for evaluation. The patient also reported that the freedom driver fault alarm was intermittent and then resolved when the patient changed position prior to locating and taping the fracture. When the patient was evaluated at the hospital, the customer reported that a second small crack was observed between the zip ties on the right cannula. Silicone tape was placed on the cannula cracks.